Event description:
While continuous feed was running, the feed bag tubing disconnected at the anti-free flow hub. Approximately 15 cc of formula bolused into the patient from the tubing that was distal to the anti-free flow hub. Concern is that the feed bags are not bonded well resulting in frequent disconnections that are not meant to disconnect.